Event description:
On (B)(4) 2013, intuitive surgical inc. (Isi) received uf/importer report (B)(4). The report indicated that the patient underwent a robotic myomectomy procedure on (B)(6) 2010 and a robotic hysterectomy and bilateral salpingectomy without complications on (B)(6) 2012. The report also indicated that on 04/18/13, a CT scan was performed on the patient's abdomen due to complaints of abdominal pain. The CT scan found a single metal structure in the deep right pelvis likely hemostatic surgical clip. The same surgeon reportedly performed both robotic surgical procedures on (B)(6) 2010 and (B)(6) 2012. According to the surgeon, the patient had no other abdominal surgeries except for the 2 reported robotic surgical procedures. The surgeon also denied that surgical clips were used during the surgeries. The reporter indicated that on (B)(6) 2013, the patient was readmitted for a laparoscopy to remove the foreign object and for lysis of adhesions. The pathology report described the foreign object that was removed as a 0.7 x 0.4 x.0.1 cm dark gray piece of metal.

Manufacturer narrative:
On (B)(4) 2013, intuitive surgical inc. (Isi) contacted the initial reporter of this complaint, a nurse, and obtained additional information regarding the reported event. The initial reporter indicated that the site concluded that the foreign object that was retrieved from the patient is the cross-hatched pad that is supposed to be adhered to one of the tips of a mega needle driver instrument. She did not have the lot of the suspect mega needle driver instrument involved with the reported event. The initial reporter did not know if the suspect instrument was used in subsequent surgical procedures. She also did not know current status or location of the suspect instrument involved with the reported event. To her knowledge, the patient was currently doing fine. The site was unable to confirm when the fragment fell into the patient. The system logs did not indicate that a mega needle driver instrument was used in the (B)(6) 2012 surgery. The system logs did indicate that a mega needle driver was used in (B)(6) 2010 surgery, and that the same instrument was used in three subsequent surgeries. That same instrument was subsequently returned for evaluation, and was found to be missing its pad. We are unable to confirm whether the missing pad is the fragment that was retrieved from the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient underwent a laparoscopy procedure to remove a foreign metal object. This

Manufacturer narrative:
.

Manufacturer narrative:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci hysterectomy and bilateral salpingectomy procedure for leiomyomata and pelvic pain on (B)(6) 2012. The patient had also undergone a da vinci myomectomy procedure on (B)(6) 2010 for pain, heavy bleeding, and leiomyomatous uterus. Isi was provided with the da vinci surgery operative reports and other medical records. According to the operative report for the da vinci myomectomy procedure, the operation was uncomplicated. However, the patient had a fair amount of pain post-operatively in addition to nausea. Since the patient's pain was not completely controlled, a mirena intrauterine device was placed on (B)(6) 2010. The device was removed possibly on (B)(6) 2011 due to continued dysmenorrhea. The pain recurred in (B)(6) 2012. The patient tried depo-provera in (B)(6) 2012. According to the medical records, a physician felt as though the patient had quite a fair amount of right pelvic floor muscle spasm and suggested physical therapy. A leiomyoma recurred and was thought to be the cause of the patient's pain. According to the operative report for the da vinci hysterectomy procedure, the patient was found to have a small anteverted uterus. Monopolar curved scissors were used. According to the patient's medical records, the patient was seen during a post-operative visit on (B)(6) 2012. On (B)(6) 2012, the patient had complaints of increased pain. However, the patient's pain was felt to be attributed to too much activity. On (B)(6) 2012, the patient reportedly felt a lot of cramping, suprapubic pain, and diffuse pain mostly in the right side of the pelvis. The patient required narcotic medication. She was sent to pt and started on neurontin. An ultrasound exam revealed a small ovarian cyst but was otherwise completely normal. The patient was seen by a physician for pelvic pain management. On (B)(6) 2012, the patient was reportedly taking vicodin, neurontin, and oxycontin. On (B)(6) 2013, the patient was off narcotics but was taking muscle relaxants during the day and marijuana in the evening for pain. Acupuncture was recommended. The patient's primary care provider ordered a cat scan which showed a metallic object on the right side of her pelvis. The surgeon reviewed the operative reports of the patient's robotic myomectomy and hysterectomy procedures and could not find evidence of the use of a metallic clip. No evidence of an instrument malfunction was also found. An abdominal x-ray (pelvis view) showed a tiny metallic fragment in the right hemipelvis measuring 7 x 4 mm. Since no hemoclips were used during the operative procedures, the presumption was made that a fragment had broken off one of the instruments. On (B)(6) 2013, the patient was admitted for pelvic pain and the retained foreign object. The patient underwent a laparoscopic exploration procedure of the pelvis to retrieve the metallic object and for lysis of adhesions. A small metal object was found in the posterior cul-de-sac. In addition, small adhesions involving bowel epiploica and the vaginal cuff were observed as well as small powder burn implant on the right pelvic sidewall above and around where the round ligament stump was. The pathology report showed that the retained foreign object specimen measured 0.7 x 0.4 x 0.1 cm and was a dark gray metal piece of fibroadipose tissue with necrotizing granulomatous inflammation and chronic inflammation. A peritoneum biopsy revealed fibroadipose tissue with focal necrotizing granulomatous inflammation. The last medical records provided were dated (B)(6) 2013. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2010. According to the system logs, a mega needle driver instrument (part 420194-08; lot m10100218 763) was used during the da vinci myomectomy procedure. The instrument was used in subsequent da vinci surgical procedures on (B)(6) 2010, the mega needle driver instrument was returned intuitive surgical, inc. (Isi) with a complaint of a missing carbon insert. The instrument was evaluated and the reported customer failure mode of a missing carbide insert was confirmed. A visual inspection of the instrument showed residues of adhesive on the grip surface indicating the carbide insert was applied at the grip tip. The fragment found in the patient appears to match the missing carbide insert. No other instrument damage was found.